Event description:
Medtronic received information that the occurrence on april 5th was noted to have been observed during monthly image calibrations where the imaging system was left idle for a couple of hours prior to warming up for calibration. The fault was then observed during the calibration. Once restarted, functionality was restored. The april 8th occurrence was noted to have occurred between procedures where the imaging system was left running in a corridor. Finally the may 6th occurrence was noted to have occurred during similar conditions to the april 5th occurrence and that the imaging system powered off during it's warm up hour and was left idle without supervision.

Manufacturer narrative:
H2) additional information: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: b3) event date updated. B5) see b5 for additional information. H2) correction: h3, h6) the system checkout and part analysis is captured under manufacturer report # 3004785967-2019-01014. The system checkout resolved the issue in this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was determined that three of the battery critical error message events occurred on the following dates: (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. Two initial occurrences are captured under manufacturer report # 3004785967-2019-00464. Another occurrence is captured under manufacturer report # 3004785967-2019-01014.

Manufacturer narrative:
See mfg report number 3004785967-2019-01014 for a related event; the system servicing/testing and part replacement is captured under that regulatory report. It was unknown if there was patient involvement. Event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system was turning off during periods where the machine was sitting idle with the mobile view station (mvs) powered on and connected to the image acquisition system (ias). The medtronic field service engineer (fse) confirmed that the mvs was powered on and the self-shutdown timer should not have been triggered. When checking the logs, it was found that the shutdowns were due to the battery levels dropping to the shutdown level. It was noted that this has happened 6 times over the past two months, but the medtronic fse was only notified of the last event. It was unknown if there was patient involvement.